Event description:
Two pt samples with discrepant glucose results. Pt 1, female, initial result 150 mg/dl, repeat gave 106 mg/dl. Same sample repeated using different methodology gave 111 and 113 mg/dl. Pt 2, initial result 20 mg/dl, repeat gave 147 mg/dl. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.